Event description:
It was reported that the cement gun failed during handling of cement extraction. The surgery was completed successfully within 30 minutes delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2023, the patient underwent the surgery via tka for oa for both left and right knees with the product in question. During surgery on the left knee, the cement gun failed during handling of cement extraction. Therefore, cement extraction was interrupted. The surgeon hurriedly cleaned and sterilized the other cement gun, opened a new bone cement(80g), and used it. Approximately 20 minutes after the failure of the cement gun, stirring of the cement was started and three implants were placed. The surgery was completed successfully within 30 minutes delay. No further information is available. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the cmw mark iii gun exhibits signs of normal use around the handle, but it was observed broken from the spring pivot, this condition cause the economiser rod not to engage properly as the real knob does not return to the initial position. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in the trigger a dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the cmw mark iii gun would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no valid lot number was provided for this device. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.